Event description:
It was stated that the customer was hospitalized for high blood glucose about one month ago. No blood glucose reading was reported. Troubleshooting revealed that the insulin pump gave an alarm prior to the event, that erased all of the settings. Troubleshooting was performed and the insulin pump passed the displacement test. It was also stated that the insulin pump had intermittent button response during the phone call.

Manufacturer narrative:
The insulin pump had intermittent button response due to contamination/corroded on the keypad trace. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.